Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence after the pump was dropped. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 181 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.